Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately six (6) minutes and 12 seconds from 11:46:55am on (B)(6) 2019, which is sufficient time to replace the reagent; and the station properties were reset at 11:53am on (B)(6) 2019. A user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100% at 11:53am on (B)(6) 2019. Although a user affirmed in the instrument software that the reagent concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 11:53am on (B)(6) 2019, the measured ethanol concentration of 90% on (B)(6) 2019 indicates that a use error occurred during replacement of this reagent. It is expected that the ethanol concentration in bottle 5 following processing of 283 cassettes from three (3) processing runs should decrease by approximately 0.3% and 1.2% only. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent from bottle 5 (ethanol), which had an ethanol concentration below the minimum required for the final dehydration step of a protocol, was used for the "mld biopsy" protocol started in retort b at 20:28pm on (B)(6) 2019; the "mld breast" protocol started in retort a at 20:51pm on (B)(6) 2019; and the "mld biopsy" protocol started in retort b at 09:38am on (B)(6) 2019. Although the reagent in bottle 5 (ethanol) was not used in the "mld breast" protocol comprising 15 cassettes, which started in retort b at 10:01am on (B)(6) 2019 and completed at 22:30pm on (B)(6) 2019; and the "mld routine large tissue" protocol comprising 60 cassettes, which started in retort a at 10:53am on (B)(6) 2019 and completed at 22:54pm on (B)(6) 2019, it is likely that the quality of tissue processing would also have been adversely impacted. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 11:46am and 11:53am on (B)(6) 2019, during replacement of the reagent in bottle 5 (ethanol). The facts suggest that a user failed to correctly complete manual replacement of the reagent in bottle 5 (ethanol) as detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(4) 2019, leica biosystems received a complaint that approximately 200 blocks from retort b were "dry shunkin (sic), hard to cut" following processing. The complainant advised that the reagent in four (4) bottles designated for alcohol had been replaced on (B)(6) 2019. On (B)(4) 2019, a leica applications specialist (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The fss documented that the affected tissue samples were derived from a processing run which started on (B)(6) 2019; and that the laboratory supervisor had reported that: "...bottle 5 had been reset as new and measured out at 90%". The (fss) requested information from the complainant as to the final status of the tissue samples involved in this event and/or the patient outcome on 12 february 2019 by phone; 13 february 2019 in person and 13 february 2019 by email. (This information is documented in the adverse event information form). As at 13 march 2019, information as to the final status of cases from which tissue samples exhibited sub-optimal processing has not been provided; and no adverse impact to a patient has been reported to the manufacturer.